Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted. The patient was discharged on 75 mg of clopidogrel and 81 mg of aspirin. Four (4) months post index procedure, the patient presented to the hospital with suspected stroke. The patient was on 75 mg of clopidogrel and 81 mg of aspirin at the time of stroke. There were no patient complications or interventions reported or known. The patient remains hospitalized but is expected to fully recover.